Event description:
It was reported that the customer received an altitude alarm. During troubleshooting with tandem technical support, the customer indicated that the pump vents appeared to be "clogged". Customer indicated that vents would be cleaned and cartridge would be re-loaded. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.